Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from the date the manufacturer was made aware. D6b: explant date: three years ago from the aware date. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to an inadequate stimulation. The explanted products will not be returned per hospital policy.